Event description:
On (B)(6) 2010, pt reported that down button on the infusion device was defective. Issue was noticed one month prior when trying to deliver a bolus. Pt had to press down button multiple times for it to respond; down button still responds intermittently. Both up and down buttons functioned as intended during troubleshooting call. Pt has used this infusion device for approximately 3 years and boluses 3 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.